Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.

Event description:
It was reported that the pediatric ICU nurse indicated that the rd inf sensor on a patient's foot of a 8 months old 6 kg baby was reading spo2 in the low 70s. The customer used to get numbers in the 80s with an lnop sensor. The rn was adamant that the patient's normal spo2 is around 80-81%. The rn stated that she has taken care of this patient for 8 months and she knows the 80% spo2 ranges are correct.